Event description:
Wife believed that the pt may have obtained a result of 47 mg/dl on the reported meter before going to bed. He had taken his usual pm dose of glyburide which likely caused his blood glucose level to decrease. The wife said that, in the morning, she tried to wake him and could not rouse him. She called emt. She did not recall testing the pt with the reported meter while he was unconscious. A result of 29 mg/dl was obtained on the emt meter. The wife said that emt's treated the pt with "a shot" and he woke up. Emt took the pt. He was kept in the ER for several hours, and then released to home. The wife said that his blood glucose was monitored in the ER; however, she did not know what results were obtained. The daughter told the customer care rep (ccr) that she was not certain when the control solution had been opened. The ccr walked the daughter through two, consecutive control solution tests which fell outside the specified control solution range. The meter, test strips, and control solution were replaced. The case is reported as a product malfunction, although not certain, as the failed control solution tests may have been due to expired control solution. There is no indication of adverse event; the pt obtained a hypoglycemic reading of 47 mg/dl and took glyburide the night before his am loss of consciousness due to hypoglycemia; it is likely that his blood glucose level continued to decline through the night following his taking glyburide.